Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) was experiencing pain down their lower back and into their legs. Pt states this issue started on wednesday after they had a myelogram with iodine. Pt states the pain has not left them since. Pt states they have tried every program but haven't considered turning stim off. Pt states they have tried contacting dr's office and they got them connected with another doctor who said they can't help them. Patient services reviewed possibility of turning stim off and redirected back to doctor if issue doesn't resolve.